Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center¿s touch display was remaining dark after switching on the equipment. The issue was found during maintenance and there were no reports of patient harm.